Manufacturer narrative:
Pc-(B)(4). The review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria. An empty opened foil and a ventral patch were returned for analysis. During visual inspection of the used sample, body fluids on the implant and partial detachment of the wing from load ring was observed at the device. In addition, the welding of the load ring was damaged in a corner. The partial separation of the wings at the welding area of the load ring may occur during handling. Therefore, the pds components are broken into fragments and a blue suture is visible which fixated the wing with the bottom mesh. As the pvps product is absorbable and was returned opened, during our investigation the sample started to separate into their components, due to degradation process of the mesh has already begun. According to the sample condition, the assignable cause could not be determined

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: how was the procedure completed? Customer reported with another mesh. Lot number? Customer reported ni.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was used. The mesh tore when attempting to implant. The procedure was completed with a like device. There were no adverse patient consequences reported. No additional information was provided.